Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
This lead became dislodged and was replaced.

Manufacturer narrative:
(B)(4). The plunger with anterior needle tip, link and cuffs were not returned. Evaluation of the returned device components, the sheath, guide, foot and lever, were found to be normal and undamaged. The suture was returned loaded in the device with the knot unraveled and the posterior needle tip loose. The posterior and anterior foot was examined for needle strike marks and none were detected indicating the needles were deflected outside of the foot pocket. The suture was pulled from the device with no significant resistance detected indicating the suture drag was no a contributing factor in this event. A proxy plunger was inserted and the needle trajectory was found to be acceptable. Based on the investigation findings, a posterior miss occurred as evidenced by the suture with posterior needle tip being returned loaded in the device. The most probable root cause for the posterior cuff miss and subsequent failure to achieve hemostasis is due to needle deflection during plunger deployment possibly caused by interaction with anatomy or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. The needle trajectory of each device is tested twice during manufacturing. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.